Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination of the returned device confirmed that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. A visual and microscopic examination identified that on the first row of the proximal stent struts one of the struts was noted to have been lifted distally. This type of damage is consistent with excessive tensile force being applied to the device as resistance is encountered when removing the device from the patient. No issues were noted with the of the device¿s tip. A visual and tactile examination identified the shaft to be kinked approximately 360mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jan-2018. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the right common femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia) and external iliac artery (eia). After an epic stent was placed in the cia, an 8.0x30x75cm express¿ ld vascular stent was advanced to the eia but failed to cross the lesion. Guiding sheath was inserted deeply and additional plain old balloon angioplasty was performed; however device was still unable to cross. Subsequently, shaft kink was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.